Manufacturer narrative:
G4:03mar2021. B4:13mar2021. Additional information was received indicating that the unit was not in clinical use at the time of the reported failure. There was no patient involvement. Reportedly, the service engineer (se) advised the customer to replace the power supply. However, after the power supply was replaced, the issue continued. The customer was sent a power management (pm) board. The customer replaced the pm board, and the 24 volt and the battery failed error codes were cleared. In addition, the customer reported that while replacing the pm board, the speaker connector was found to be ripped off. The customer was not sure how the connector ripped off. The customer was able to solder the connector back on. The unit passed all testing and was returned to us submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The power management board was returned for failure analysis. Found that the circuitry monitoring the 24v reporting to the processor did not transmit the signal properly. While 24v was present at r103, we found zero volts at the junction of r107. When r103 was removed to check its value, it came apart. Scraping marks on adjacent component q52 indicate that there was physical trauma to this area of the pcb. After r103 was replaced, the board functioned normally. Customer complaint verified. The root cause was physical damage to r103.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported the power management board and battery failed. The ventilator shut down while on battery power. The device was reported to be in clinical use on a patient at the time of the issue and no patient or use harm was reported. The customer spoke with a remote service engineer and said the ventilator gave a 24v failure and battery failure. The customer requested to order parts to replace onsite themselves. A field service engineer (fse) went onsite and swapped in a known good power management board which did not resolve the issue. The customer requested the fse to order a power supply.